Event description:
It was reported that the patient had a return of symptoms about 6 months ago where they shook terribly and the shaking wouldn't stop so they checked their 2 implants the patient mentioned during call that their hands were trembling. Patient said it was their left body shaking so they checked the right implant and they said they thought they remembered seeing a picture of a lady with some kind of message showing up on the patient programmer showing them that the right implant battery was dead. Patient said at that point, they think they just turned off their dbs implant on their right side. Patient said that both implant batteries were supposed to last 5 years. Patient said their left implant controlled their right side body and when the left implant was checked everything looked fine. Patient said about 6 months ago, the patient programmer stopped working and was showing poor communication. The circumstances that led to the reported issue were asked but unknown. During call, patient had put in new batteries in the patient programmer and patient got poor communication when checking both implant sides. The issue was not resolved. The patient saw an hcp at (B)(6) 3 months ago that said patient's pulse was too low so they wanted a cardiogram done but cardiogram couldn't be done because patient wasn't able to turn off the dbs's without a working patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the right battery being dead, left implant at eri, and both batteries not lasting 5 years is unknown. Steps taken to resolve the issue include contacting their clinic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 37602 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they received a new patient programmer and requested assistance checking each ins and getting education on how to turn therapy on/off. During the call, the patient synced the patient programmer with one of the inss (side of body was not specified), and they saw a screen that had a doctor with a telephone, and the letters "e-g-." The call was disconnected before the patient could finish reading the letters they were seeing on the screen. The patient called back and mentioned that they will be going to the hospital in the next day or two for an echocardiogram, and they were told that therapy would need to be turned off for the procedure. During the call, the patient checked the right ins (indicated for their left hand) and saw the eos screen. The patient stated that they were already aware that the right ins had reached eos, because it was no longer working. Agent reviewed that therapy was not being provided from the right ins because it had reached eos, and the patient understood. The patient then checked their left ins, and reported that therapy was on, the ins battery was showing eri, and amplitude was set to 3.50 for the right side of their body. Agent reviewed meaning of eri. Agent also reviewed how to turn therapy on/off. The patient was redirected to their healthcare provider to address eri for the left ins, and eos for the right ins. The patient stated that they will probably have to turn therapy off each night for the left ins to extend the battery life. Regarding if it was appropriate to turn therapy off at night for the left ins, agent advised the patient to follow direction from their healthcare provider.